Manufacturer narrative:
Three photos were provided to our quality team for investigation. All images depict different angles of a loose syringe attached to an unknown container, with scale markings are significantly skewed. The condition observed is non-conforming per product specification. The potential root cause for the skewed scale defect is associated with the marking process. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter translated from french to english: we have encountered a problem with the luer lock seringue 3 pieces 1 ml. There is a defect with the graduation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.